Manufacturer narrative:
All three measurements were performed in a primary bd ii advance vacutainer lot 8335254 - (B) (4) - 13x75 mm sample tube. Adaptors for standard racks have been recommended however the user is not following recommendations. Preliminary investigation rec'd the following results for the same sample. Tested on an e170: cea: 1.05 ng per ml and 1.14 ng per ml. Ca 19-9: 8.14 u per ml. Ca 125: 5.27 u per ml. Investigation is ongoing. If add'l info is rec'd, appropriate notification will be provided.

Event description:
The user rec'd a first cea result of 22.44 ng per ml and the repeat measurement was 1.34 ng per ml. The user reran the sample again and the result was 1.39 ng per ml. All past results for cea were below expected value. No info was provided to determine if the erroneous results were reported or if the pt was adversely affected.